Manufacturer narrative:
(B)(4).

Event description:
Patient's father contacted dexcom on (B)(6) 2015, to report that on (B)(6) 2015, the receiver displayed an unknown error on it. It was described by the father as an octagon with an x through it. No additional event or patient information is available.